Event description:
The customer reported that there were errors on the c-arm. No patients were injured.

Manufacturer narrative:
The ge service rep observed the tube arc at high technique. He found carbon traces in the cathode candlestick. He cleaned and regreased the. No further errors were observed.